Manufacturer narrative:
Terumo did not receive the actual device, so testing was carried out on a reserve sample. The complaint was not confirmed to be related to the device. It was determined that the perfusionist clamped the wrong line, causing the system to become over-pressurized. The tubing blew off from the built up pressure. A review of the complaint files did not confirm that there have been other reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. The device labeling does address the event of unregulated pressure building up in the oxygenator. 'Pressure at the blood inlet of the oxygenating module should not exceed 133kpa (1,000 mm/hg). Pressures greater than 133kpa (1,000 mm hg) may cause leaks or damage to the device.' Clamping an incorrect line following the roller pump would escalate the pressure until the pressure stated was exceeded. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that after cardiopulmonary bypass, there was a blood spill when the tubing running from the centrifugal pump to the inlet of the oxygenator blew off. The connection is made by the perfusionist and is not made by terumo. There was no pt injury as the pt was off of bypass. There was an unk amount of blood loss. There was no impact on the success of the surgery, as this occurred after bypass.